Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented due to chest pain. Upon review, the right ventricular (rv) lead had two stored episodes with noise. The rv lead also exhibited high thresholds and poor sensing. This rv lead was surgically abandoned. No additional adverse patient effects were reported.